Event description:
It was reported that during a balloon angioplasty procedure a shaft break occurred. The physician threaded the 4.0x8mm quantum maverick balloon catheter onto the unknown guide wire and while starting to advance the device on the wire, the shaft broke in half. The device never entered the patient and the procedure was successfully completed with another of the same device with no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon angioplasty procedure a shaft break occurred. The physician threaded the 4.0x8mm quantum maverick balloon catheter onto the unknown guide wire and while starting to advance the device on the wire, the shaft broke in half. The device never entered the patient and the procedure was successfully completed with another of the same device with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a quantum maverick balloon catheter with no original packaging or other devices. The hypotube was fractured. The proximal portion measured 83.5cm from the edge of the strain relief to the hypotube fracture site. The distal portion measured 59cm from the hypotube fracture site to the tip. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).